Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer had tried multiple combinations of tubing and infusion sets with no consistent results. The customer thought that the infusion set tubing was bad and that the occlusions were due to the pump. As the customer was not using the pump, a cause of the past occlusions could not be confirmed. A system check was performed using a previous cartridge and the pump was found to be functioning as expected. The customer was to use insulin pens/injections to manage diabetes.